Manufacturer narrative:
The company rep examined the sys and replaced the fluidics module. Preventive maintenance was performed. The sys was then tested and met product specs. The replaced fluidics module was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An operating room mgr reported that a pt had received general anesthesia in preparation for surgery. After the administration of the anesthesia, the sys displayed a message and the sys locked. There was a delay of approx 30 minutes while they rebooted the sys. The surgery was completed and there was no pt harm.